Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 300 cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture post procedure. As a result, an explant is planned for (B)(6) 2020.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The capsular contracture was treated with massage on the right breast. With massage a brief period of pain, swelling, and fever occurred that resolved on its own. When the device was explanted, it was replaced with a 300cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 22, 2020. The investigation of the returned device was completed by the failure analysis lab on september 7, 2020. Device evaluation summary: during a visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously omitted the updated explant date from the supplemental report submitted on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).